Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported error by review of the error log. The fse primed bf probe with no errors and verified the probe tip was installed correctly. As a precaution, the fse replaced the washing probe for bf probe one (1). The fse primed both probes with no errors. The fse validated the analyzer by performing a substrate background check and running quality control (qc) with results within acceptable range. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 flags and error messages states the following: [2231] bf overflow sensor 1 failure cause: the overflow sensor 1 s132 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s132. The most probable cause of the reported issue could not be established.

Event description:
A customer reported 2231 bf overflow sensor 1 failure on the aia-900 analyzer. The customer cleaned and verified the wash probes were not leaking, changed wash probe tips, rebooted analyzer, then primed the wash and diluent with no errors. The customer attempted to run patient samples, and the error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for bhcg (beta human chorionic gonadotropin) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.